Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
A family member reported a complaint of inaccurate readings on a customer's precision xtra meter. The customer, a woman, obtained a reading of 8mmol/l and felt unwell. The customer visited her doctor who then sent her to hospital, where she was treated with insulin. It is noted that the customer reports not washing her hands, prior to testing and not having calibrated the meter. There was no report of death, serious injury or mistreatment associated with this event. An investigation into the details of this event is in process.